Manufacturer narrative:
Device evaluated by MFR.: the 14f sleeve introducer sheath was returned and analyzed by a bsc quality technician. Returned device consisted of an 14f isleeve introducer sheath with the dilator completely pushed into/through the 14f isleeve introducer sheath, and out of the sheath tip. Visual and microscopic analysis of the dilator, 14f isleeve introducer sheath, tip, and hub/valve was completed. Expanded seams were observed on the 14f isleeve introducer sheath. Seam 1 expanded from approximately 17cm to 21.5cm. Seam 2 expanded from approximately 16cm to 17cm. The expanded seams of the 14f isleeve introducer sheath occurred along the seam line and are expected as the seams and tip are designed to expand with use to allow passage of delivery system and bav during the procedure. A liner tear was not present on the device. No other damages were observed on the 14f isleeve introducer sheath . The reported event of liner tear was not confirmed.

Event description:
It was reported that a liner tear occurred. A 14f isleeve introducer sheath was selected for use in a transcatheter aortic valve replacement procedure. During preparation of the 14f isleeve introducer sheath, during insertion of the dilator, a liner tear occurred. The 14f isleeve introducer sheath was not used and exchanged for another to complete the procedure. No patient complications were reported.

Event description:
It was reported that a liner tear occurred. A 14f isleeve introducer sheath was selected for use in a transcatheter aortic valve replacement procedure. During preparation of the 14f isleeve introducer sheath, during insertion of the dilator, a liner tear occurred. The 14f isleeve introducer sheath was not used and exchanged for another to complete the procedure. No patient complications were reported.